Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 07/01/2016. The site has indicated that the incident sample is not available for return. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device jaws did not open during the procedure. Another device was used to continue and there was no injury.